Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al2512 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle detached from the thread. There were no adverse patient consequences reported.